Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Corrected the ma limit file to limit boost to 17.95 r/min. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the boost on the 2800 system measured out of specification. The boost was measured at 22.21 r/min. There was no report of patient injury.